Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 65 mg/dl and pump received a ¿suspended before low¿ alarm and then received a medical emergency alarm. Customer was not sure of the reason to have been receiving low blood glucose at nights. Customer was not alleging that insulin pump was over delivering. Customer also experienced high blood glucose of 420 mg/dl or 430 mg/dl due to having a urinary tract infection. As a result, customer was admitted into the emergency room on august, 23 at 6 or 7pm. Customer was treated via intravenous. Customer declined troubleshooting. Insulin pump is not expected to return for failure analysis.